Manufacturer narrative:
(B)(4).

Event description:
It was reported that a manual morphology template was unable to be acquired. Temporary pacing was programmed on and the template was successfully acquired.